Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump starts shutting down, and the insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-397a, and mmt-332a. Troubleshooting was performed for the general documentation. Troubleshooting was not performed for the insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no blank display noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 31-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/29/2025 01:38:00.000. Sensorerroralert (801) was found on: 03/25/2025 19:57:01.000. Sensorexpiredalert (794) was found on: 03/26/2025 16:57:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 03/26/2025 20:58:00.000. Insert battery alarm was found on: 03/26/2025 20:58:30.000. 03/26/2025 20:58:39.000. Failed battery alert/battery failed alarm was found on: 03/26/2025 20:57:26.000, 03/26/2025 20:57:52.000. 03/26/2025 20:58:10.000, 03/26/2025 20:58:25.000. 03/26/2025 20:58:30.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-apr-2025 at 12:46:59.000. There was no power data available for the date of 26-mar-2025. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing multiple no delivery alarm/insulin flow blocked alarm were found on 25-mar-2025, 26-mar-2025, 29-mar-2025 and 30-mar-2025 during bolus/basal/prime deliveries. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.89 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for blank display and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.